Event description:
It was reported that during a total knee procedure, the blade broke into several pieces. It was reported that all fragments were removed with the exception of one piece that remained in the pt's soft tissue. There was no pt injury reported.

Manufacturer narrative:
Device not returned for eval. Work order documentation reviewed and all specifications were met.